Event description:
After having essure implanted I started have very heavy, irregular periods. My doctor performed an ablation which I later learned should not be performed with essure. I have experienced excessive hair loss, constant nausea which led me to have an endoscopy performed. The results showed I had severe stomach inflammation. This started right after I had the essure implants put in. I have experienced excessive weight gain and abdominal cramping. I have also experienced bleeding after intercourse. I brought these concerns to my doctor who did not think they were essure related. I have never experienced a single one of them until I had them implanted. I am now having my tubes and coils removed on (B)(6) in which I will be missing 3 days of work without pay. This device should be taken off the market. It is not safe.